Event description:
The field service rep (fsr) reported that when performing repair on unit for MDR #1828100-2014-00221, he found that the new pump would not run in cooling mode #2. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) confirmed this complaint. The fsr found that motor speed resistor "r2" was open. He replaced and adjusted the new r2 for specification of 35 ohms. The unit operated to MFR specifications and was returned to clinical use. The suspect resistor r2 was returned to the MFR for further evaluation. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.